Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The received x-rays confirm the issue as per event description that the tfna-blade is migrated; the complaint therefore has been determined to be confirmed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a revision surgery occurred on (B)(6) 2020 due to a broken helical blade. The original surgery occurred on (B)(6) 2019 for a pertocanteric fracture repair with trochanteric fixation antirotation nail (tfna). Part of the helical blade was previously removed on (B)(6) 2019 due to early subchondral translation, and all material was removed on (B)(6) 2020. X-rays were taken on an unknown date. Concomitant devices reported: tfna fem nail ø10 125° l200 timo15 (part# 04.037.013s, lot# h863951, quantity# 1); unknown end caps (part# unknown, lot# unknown, quantity# 1); unknown screws: locking (part# unknown, lot# unknown, quantity# 1). This is report 1 of 1 for (B)(4). This report is for an unknown helical blade.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: patient code 3191 used to capture additional medical/surgical intervention required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Corrected event description: it was reported that a patient underwent the revision surgery due to early subchondral translation (migration) of the helical blade and broken pre-assembled locking mechanism of the trochanteric fixation nail-advanced (tfna) nail. Partial hardware was removed on (B)(6) 2019 and all other material was removed during surgery performed on (B)(6) 2020. The original surgery occurred on (B)(6) 2019 for a pertocanteric fracture repair with tfna system. No further information is provided. This report is for an unknown tfna helical blade. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Pre-investigation statement: after reviewing the received devices, multiple damages could be observed. Based on that fact the flow "damage" was chosen for this investigation. Investigation selection, investigation site: cq zuchwil, selected flow: damage. Visual inspection the returned tfna helical blade show some deep scratches and impression marks on its surface, especially at the connection area. All features related to the reported complaint condition were reviewed and no other issues were identified. Summary: the complaint condition can be confirmed based on the received x-rays and the complaint condition of the received devices. However, based on the findings above no fault could be found in material or during the production. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Conclusive determination was identified during the performed cq evaluation in pi-(B)(4) and therefore the in the investigation flow listed remaining investigation steps are not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot device history reviewed on june 04, 2020. Part number: 04.038m385sp, lot number: 3l26166, part manufacture date: may 19, 2019 , manufacturing location: elmira, part expiration date: n/a, nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna fenestrated helical blade was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. The lot quantity of 48 pieces met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the device history record for the raw material revealed no complaint related anomalies. The device history record shows this lot met all requirements at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device history review. The lot quantity of 48 pieces met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.